Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing a full system boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found the host pc was unable to boot up. Upon troubleshooting, fse found the host pc failed to start due to a depleted bios battery, causing unresponsiveness. To resolve the issue the fse replaced host pc. After that fse loaded gost software and new license. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.